Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet t-piece debris inside biopsy inlet t-piece. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the biopsy inlet t-piece. In addition, our technician confirmed that the insertion flexible tube buckled, the light guide cable buckled, the lg supply tube leak, the operation channel (primary) dirty, the water jet tube dirty, the air/water channel dirty, and the suction channel dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.